Manufacturer narrative:
Please find below the conclusions: in the files, the voo was well programmed several times with the right chamber only. A real time egm has shown an abnormal signal. Nevertheless, it occurred just after the leads connection. Therefore, it has been assumed that the device was manipulating by the physician at that time. Nevertheless, there were lots of communications issues (by rf) with the old device (before replacement) and with the new device and the corresponding pop-up messages have appeared. It is recommended to use the system only once 4/5 bars are displayed. Otherwise, it is recommended to switch in inductive telemetry. In this specific case, the real time egm have stopped and displayed several times due to those communications errors. Based on the available data, no issue is suspected on the subject tablet.

Event description:
Reportedly, a platinium device has been replaced with a gali device by using a tablet with the 3.16 version. Programming from a vii mode into voo mode was not possible and the pacing has been therefore inhibited during the procedure. Programmed the aggregat to the voo mode. In addition, it was not possible to program the pacing chamber to right only.

Event description:
Reportedly, a platinum device has been replaced with a gali device by using a tablet with the 3.16 version. Programming from a vii mode into voo mode was not possible and the pacing has been therefore inhibited during the procedure. Programmed the aggregant to the voo mode. In addition, it was not possible to program the pacing chamber to right only.